Manufacturer narrative:
(B)(4).

Event description:
The hcp reported there was a mismatch between the daily use and percentage used screens when they were interrogating the pt's implantable neurostimulator (ins). The percentage used screen showed program 3 was used 53% of the time, but no daily use sessions showed program 3 as being used. Program 1 and 4 were used most often according to the daily use screen. Add'l info received from the hcp reported that impedance was measured at below 50 ohms for the connection between 0 and 2. On (B)(6) 2011 the hcp changed lead settings on all four of the pt's programs. The pt had perineal sensation on all four settings.